Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the site that the patient presented to the clinic on the day of admission with complaint of increased shortness of breath and fatigue, patient reported to have had "high voltage alarms on his vad and noticed his stools were getting darker. Patient was noted to have his hgb had started to trend down and subsequently was admitted to CT surgery progressive care unit for further workup and monitoring. Gi procedure. Gi bowel prep started for colonoscopy. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. (B)(4).

Event description:
It was reported from the site that the patient presented to the clinic on the day of admission with complaint of increased shortness of breath and fatigue since last thursday, ((B)(6)), patient reported to have had "high voltage alarms on his vad and noticed his stools were getting darker. Patient was noted to have his hgb had started to trend down and subsequently was admitted to CT surgery progressive care unit for further workup and monitoring. Coumadin was held and gastroenterology (gi) was consulted. Patient was said to have received one (1) unit of packed red blood cells (prbc) for hgb of 6.4 and made nothing by mouth (npo) for possible gi procedure. Gi bowel prep started for colonoscopy on (B)(6). Continued to follow hemoglobin (hgb). It was stated that the vad coordinator changed out the controller (no reason given). On (B)(6), plan reviewed with heart failure and vad team and attending surgeon and patient is to be discharged home and follow up in vad clinic in two (2) weeks. Patient is to have labs done and on (B)(6) restart coumadin to half his previous dose (1mg). On (B)(6) labs to be done for (B)(6) study.